Manufacturer narrative:
The liberty cycler was returned for evaluation; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. There was no indication of an equipment failure. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The clinical investigation indicates, as per the peritoneal dialysis rn, the patient would disconnect himself from the cycler and go to the bathroom while holding the open (end) of his pd catheter, do ccpd exchanges with other people in the same room, and washed hands for 15 seconds instead of 1-2 minutes. The pd catheter was removed due to biofilm and a new pd catheter was scheduled for insertion. There was no contact between dialysis solution and the cycler which would cause an infection there was no report of a fluid leak during ccpd treatment. The patient's improper technique during ccpd treatment placed the patient at high risk for infection. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
It was reported by a patient's wife, the patient/user of the fmc device was not feeling well and his drain bags were cloudy. The patient had an initial of peritonitis in (B)(6) 2012 and a recurrence of peritonitis in (B)(6) 2012.